Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was stuck at ¿system configuration: administrator service account credentials are required to continue". A technical support specialist accessed the station by the admin account and accessed the med application. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, application was not launching, hence not able to log in. It was displayed ¿service account credentials required¿. The customer reported that the malfunction occurred during the medication dispensing procedure causing delay in patient care. There were no adverse events or injuries reported based on this incident.